Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump fell in the toilet. They put it in rice and it would work for a bit but it would then alarm an unexpected restart. They were able to clear the alarm and restart it. The customer¿s blood glucose level was 90 mg/dl. Troubleshooting was performed. It was noted that the insulin pump was stored or not in use for an extended time. There was no visible fluid in the insulin pump. However, the customer stated they noticed that after the fluid exposure there were more frequent alarms. The device would alarm an unexpected restart after an hour of use. It would shut off and they would put it back in rice. The device will be replaced because they were unable to keep the insulin pump powered up. The device will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected restart alarm due to blank display. Pump received with moisture damage motor, vibrator, keypad and battery tube assembly. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.